Event description:
It was reported that during a laparoscopic total abdominal colectomy procedure, the devices caused insufflation issues. The device was switched to another device because they needed a longer trocar. The trocar leaked, but the visibility was not compromised. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Please describe the noise. No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? If so, what device? Graspers, needle drivers , 5mm scope. Was any torque being applied to the trocar or device? Yes. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.